Event description:
A peritoneal dialysis (pd) patient's caregiver reported encountering a fluid leak associated with pd treatment. There were 3 air detected in cassette warnings during fill 1 of 5. Treatment was cancelled. Fluid was discovered in the pump module area. Fluid leaked from the back of the cycler. The patient was advised to let the cycler dry out overnight and use for next treatment. In a follow up, the caregiver verified the fluid leak event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was able to do manual treatment that evening and resumed using the cycler the next day and has had no issues since.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported encountering a fluid leak associated with pd treatment. There were 3 air detected in cassette warnings during fill 1 of 5. Treatment was cancelled. Fluid was discovered in the pump module area. Fluid leaked from the back of the cycler. The patient was advised to let the cycler dry out overnight and use for next treatment. In a follow up, the caregiver verified the fluid leak event and said there was no harm, intervention or adverse event due to the fluid leak. The patient was able to do manual treatment that evening and resumed using the cycler the next day and has had no issues since.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage: damaged/cracked top cover. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor check ¿ failed. Failure traced to: cycler unable to turn on due to a disconnected j1 power entry cable. Reconnected j1 cable and liberty cycler was able to boot. Device was able to pass check. Also found a loose grommet. Vacuum check ¿ failed. Measured (vacuum < 160 mbar): 167 mbar.failure traced to: clogged hp3 filter.replaced hp3 filter.valve actuation test ¿ passed.system air leak test ¿ passed.post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems.no fluid leaks were found after simulated treatment.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.